Event description:
While brushing their teeth a pt noticed a tooth did not feel right. They scheduled a dentist appointment. The dentist discovered the dental abutment had broken. There was no injury or other adverse effects to the pt.

Manufacturer narrative:
On (B)(4) 2011, whip mix received the fractured abutment and the screw used to hold the abutment in place. Using 30x magnification it was noticed the external hex had broken off the abutment. There was evidence of polishing/buffing and also two gouges in the screw threads. It is suspected the polisher accidentally slipped during the polishing process and nicked the threads with his hand held instrument. This compromised the screw and allowed movement of the abutment that led to a fractured abutment.